Event description:
Patient was to have capsule affixed to the esophageal wall via the bravo delivery system. Capsule was ejected prematurely and was found on the patient's pharynx. The capsule was removed without harm to the patient and a second bravo delivery system was placed; capsule in the appropriate place.